Event description:
Main completed date of last service was [redacted]. Neptune machine displayed an error message - literally stated, "error, 7.7 prefill error." Machine shut off in the middle of an aortic valve replacement surgery. Staff had to scramble for new machine, running to an unused room for a new machine and there were no others available in back hallway. Blood pooled in patient while staff retrieved new machine. No harm to patient. Patient is stable.